Event description:
It was reported that the patient expired. The cause of death was not reported. The patient's death was believed to be from "natural causes." The patient was last seen in the clinic in 2008. Per the reporter, the death was unrelated to the implanted system. The pump was used to deliver morphine sulfate, bupivicaine and compounded baclofen.